Event description:
It was reported, via trial, that approximately 9 months post xience stent implantation in the mid left anterior descending (lad) artery and the right posterior descending artery (rpda), the pt reported chest pain which was treated with nitroglycerin effectively. On (B)(6)2010, the pt was hospitalized. On (B)(6)2010, angiography showed 90% in-stent restenosis within both stents. On (B)(6)2010, coronary artery bypass graft surgery was performed to treat both areas. There was no adverse pt sequela reported. On (B)(6)2010, the pt was discharged from the hospital. Although requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). The xience v 3.0 x 28 mm (part#1009541-28/lot#9031141/(B)(4)) mentioned is being filed under a separate manufacturer report number. There was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.